Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction tubing leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot n246 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot n246 shows no trends. Trends were reviewed for complaint category, tubing leak. No trends were detected for this complaint category. The assessment is based on the information available at the time of investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. No further action is required at this time. This investigation is now complete. (B)(4).

Event description:
The customer contacted mallinckrodt to report they experienced a tubing leak with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The leak occurred at the a/c line during the treatment. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. The customer reported the patient was in stable condition. The kit return was requested; however, the customer will not return the kit. The customer will not return product for investigation.

Manufacturer narrative:
The kit and smart card were returned for evaluation. A review of the data on the smart card showed that an alarm #17: return pressure warning alarm occurred during photoactivation and the treatment was aborted shortly after. The ac drip chamber and approximately 4 inches of the ac line were returned for investigation. A visual inspection of the returned tubing did not identify any obvious manufacturing issues. A pressure test was performed and a leak was confirmed at the spike chamber. Solvent was present on the tube where the leak occurred, indicating that the tube had been in contact with the port and then separated. A material trace of the orange spike chamber, orange stripe tubing and 50/50 solvent used to build lot n246 did not find any non-conformances. The device history record (DHR) review did not result in any related non-conformances. This lot passed all lot release testing. Although the reported complaint was confirmed upon testing of the kit, the root cause for the tubing leak could not be determined based on the available information. No further action is required at this time. B)(4) h.m. 25 aug 2025.